Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin drops during the fill tubing process after filling with 30 units of insulin. During troubleshooting with tandem technical support, customer completed the fill tubing process again successfully. There was no impact to the blood glucose (bg) level due to the fill tubing issue. Customer also reported experiencing an unrelated elevated blood glucose (bg) level of 320 (mg/dl) earlier in the day; however, bg levels were at 180 (mg/dl) when the event was reported. Reportedly, customer did not have glucose monitor supplies and believes this contributed to their elevated bg levels and therefore declined to complete bg troubleshooting.